Manufacturer narrative:
Product analysis for splitter reported that the complaint of high impedance was confirmed. Photographic imaging confirmed that six cables were fractured approximately 1 inch from the proximal end. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The severed cables are the reason for the high impedance readings that were observed.

Event description:
A report was received that during a lead revision due to inadequate stimulation, the physician explanted the splitter due to high impedances. The patient was reportedly doing well after the procedure.

Event description:
A report was received that during a lead revision due to inadequate stimulation, the physician explanted the splitter due to high impedances. The patient was reportedly doing well after the procedure.